Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm lot 63378304. E1: reporter email address unknown / not provided. G4: premarket identification k013227. H4: device manufacturer date unknown / not provided. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed; a fracture has been identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported an implant fractured at the collar. Implant was completely removed. (B)(4) 2025. Upon review/inspection of returned product. A fractured screw was identified inside implant. After follow up doctor is not able to confirm the reference.